Event description:
The customer informed ansell healthcare products, llc that after using a lifestyle polyisoprene lubricated condom she suffered from a bacteria infection that required medical attention.

Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products llc is submitting this report on behalf of suretex ltd.